Event description:
New information received states the patient was scheduled for lead repositioning. An x-ray indicated the lead dislodged due to twiddlers syndrome. The lead was repositioned and the patient tolerated the procedure well. The patient was discharged after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for complaining thumping in her right chest area, interrogation revealed low sensing amplitude and no device could not pace. The lead was found to be have dislodged which lead to noise. The device was disabled and the pacing turned off. The suspected time of the event was the patient swimming while on vacation. No adverse consequences were detected.